Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Logs show the vessel sealer extend (vse) instrument (lot number: k18251220-0309) was the first vse used. It was installed one time. This instrument passed homing and performed 15 cuts and 3 seal events. E-100 generator logs show 8 coagulation events and 22 seal events. The logs do not show any errors related to vse usage.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the vessel sealer extend (vse) instrument stopped working. The vse instrument initially functioned as expected and successfully sealed during the first part of the case (approximately 30 minutes, exact duration unknown). However, partway through the procedure the instrument stopped coagulating/sealing, even though the cutting function continued to work. When the problem occurred, there was no audible ¿sealing in progress¿ tone while the pedal was pressed, and the seal cycle did not complete with the expected ¿seal completed¿ tones. As a result, tissue was cut that was not fully sealed (it is not recalled whether any ¿seal completed¿ tones were heard prior to that cut). The surgeon accidentally activated the cutting function, which led to slight bleeding. The bleeding was controlled using a bipolar instrument, and the patient did not suffer any harm or injury. No fragments fell into the patient. The procedure was successfully completed by replacing the vse with a new instrument. The incident resulted in a short delay of less than 15 minutes.